Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported a kinked catheter wouldn¿t be confirmed until they did surgery, but it looked like a kink. The hcp had not provided the volume discrepancy data to the representative. The representative asked the surgeon if that was a problem, and he said yes. The catheter was going to be either revised or replaced; the representative didn¿t know what the approach would be. The surgeon would make that decision with the hcp. The catheter would hopefully be returned.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2006 explanted: 2018 (B)(4) product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's catheter was partially explanted on (B)(6) 2018, the remaining catheter was floating in the intrathecal space, it was severed from the catheter at some point in time that was unknown. The explanted portion of the catheter would be returned for analysis. The patient was having signs and symptoms of withdrawal 1 year according to the hcp. It was believed that the hcp did a dye study. The issue was resolved at the time of this report and the patient's status was "alive - no injury". The hcp placed a new catheter, and tried to explant the old catheter;however, there were a couple of pieces that were not found. The patient's new dose was 2,000 mcg/m: gablofen baclofen at a dose of 150 mcg/day.

Manufacturer narrative:
The other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained lioresal with a concentration of ¿2000 mcg¿ at a dose of ¿836.2 mcg¿. It was reported they were not able to aspirate for a dye study. A kinked catheter was shown on film. The picture under fluoroscopy looked like there might be a kink. The hcp felt the system was not working because the patient¿s refill volumes were off, and the patient looked still spastic. It was unknown what environmental/external/patient factors might have led or contributed to the issue. They were going to ¿review¿ the catheter once they decreased the dose. The issue was not resolved at the time of the report. Surgical intervention was planned. It had not yet been scheduled. The patient status at the time of the report was alive ¿ no injury. The patient¿s weight was unknown. No further patient complications were reported.